Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The tissue viability nurse (tvn) reported potential anaphylactic reaction after dressing was applied. Patient developed rash for which hydrocortisone was administered and intramuscular (im) adrenaline were given. There was difficult in breathing after the application of dressing due to which medical emergency was called out and full medical team was present. Dressing was removed after the issue occurred with unknown length of use. Patient was already hospitalized at the time and is now discharged. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel ag+ extra10x10cm(1x10pk)ster eur was manufactured under sap code (B)(4) and manufacturing lot number 2d00114 on 04 april 2022. Lot # 2d00114 was sterilised under reference ID (B)(4) and released on review of results of sterilisation provided by sterilisation company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 2d00114. This is the only complaint for the affected lot registered within trackwise, apart from a duplicated complaint record for this issue, which has been closed-cancelled. No photographs were received for this issue. It was not possible to evaluate photos in accordance with wi-0359 for this complaint. The complaint cannot be confirmed as there is no photo or sample available. As the batch record review yielded no discrepancies, and no photos or samples were received for the complaint, no non-conformance record was opened for this issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 1000317571.